Event description:
Eye dr recommended ocusoft plus as said I had blepharitis (asymptomatic). Used it for the first time on friday. Next morning 1 eye felt strange, almost like irritation or like I was getting pink eye and eye area became crusty. Used one more time and then stopped using it as it felt like my eye was swelling, sore and puffy. That evening began feeling like I was getting sick, my voice became hoarse and chest a little tight and just thought I caught a draft or something. I feel like this for three days now. I couldn't understand why I was getting these symptoms. Although I'm not wheezing or in dire straits, I just read the possible side effects from ocusoft and they fit entirely as to what I am experiencing. Tomorrow morning I will call the eye doctor and let her know. I know it's not an emergency situation. But convinced it is from the ocusoft plus. It just makes sense. In addition, I am very healthy and rarely if ever get sick. I thought it would be appropriate to document this. I believe that because I stopped using this product after two days that my side effects are not as severe, but they are concerning.